Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k3e plus blood collection tubes, the device experienced foreign matter in the tube. The following information was provided by the initial reporter. The customer stated: for filling steel tube plots foreign object in the steel tube noticed. Not sticking to the outside, but located inside the unused steel tube. Steel tube has not been opened or punctured. Actions already taken: checked other steel tubes for any similar abnormalities, none found.

Event description:
It was reported when using the bd vacutainer® k3e plus blood collection tubes, the device experienced foreign matter in the tube. The following information was provided by the initial reporter. The customer stated: for filling steel tube plots foreign object in the steel tube noticed. Not sticking to the outside, but located inside the unused steel tube. Steel tube has not been opened or punctured. Actions already taken: checked other steel tubes for any similar abnormalities, none found.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 08-apr-2022. H6: investigation summary bd received one sample and 2 photos for investigation. The photos and sample were reviewed and the indicated failure mode for black foreign matter was observed. Additionally, 100 retention samples from bd inventory, were evaluated by visual examination and the issue of foreign matter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.